Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a moderately calcified, 90% stenotic lesion in a moderately tortuous second segment of the left anterior descending artery (lad). After predilation with a 2.0 x 20 mm balloon the physician attempted to advance a taxus express2 3.0 x 20 mm stent. However, the shaft fractured and the stent was never deployed. The entire fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 3.0 x 20 mm stent. Pt status is reported as "satisfactory/good."